Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the heater element gasket was leaking water and steam. In addition, the technician observed the water leak had caused a short in the unit's terminal block. The technician replaced the heater element gasket, terminal block and contactor, a test cycle was performed and the unit was confirmed to be operating to specification. The unit was installed in january of 2012 and is currently under a steris service contract. The last preventive maintenance was performed on july 11, 2014 at which time the unit was confirmed to be operating to specification. No further issues have been reported.

Event description:
The user facility reported their unit was leaking water and steam. No injuries or procedural delays/cancellations were required. No evacuations were required.